Event description:
An emergency craniotomy was performed on this pt. Burr holes were made using a hall drill and codman disposable cranial perforator. As the perforator penetrated the inner table of the skull, the entire drill began to rotate in the surgeon's hand. After this, a second codman disposable cranial perforator was attached to the drill and the same problem occurred. Of the 4 or 5 burr holes made with two perforators, drill rotation was experienced on two burr holes. This is clearly a dangerous situation: both the surgeon and the pt can be injured by an 8-inch drill rotating out of control in a burr hole. This is a recurring problem with the above devices. It is rptr's understanding that codman was notified of the above problem in the past few months, and replaced the perforators which were involved previously. Unfortunately, the problem has recurred. The drill was identified and the perforators saved.